Event description:
It was reported via repair work order that the cot is leaning to one side when it is in the retracted position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.